Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was not able to obtain and ECG signal and failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.